Event description:
Procedure type: lap gastric bypass. According to the reporter: the white tip broke off during insertion. Surgeon was able to retrieve the tip from the cavity and a new port was opened to continue on with the case. There was no report of unanticipated blood, tissue damage, or extended operating room time. No patient injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).